Event description:
Reportedly, the subject ICD was interrogated on (B)(6) 2018 as part of the replacement procedure, as it reached the rrt (recommended replacement time). A constant heart rate curve was observed over the past week, while the rate response feature was activated. The lead impedance and the coil continuity trend of the (non sorin) ventricular lead were abnormal. The physician reportedly observed on x-ray a lead insulation breach due to abrasion. As a new ventricular lead could not successfully be implanted, the lead and ICD replacement procedure was postponed.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject ICD was interrogated on (B)(6) 2018 as part of the replacement procedure, as it reached the rrt (recommended replacement time). A constant heart rate curve was observed over the past week, while the rate response feature was activated. The lead impedance and the coil continuity trend of the (non sorin) ventricular lead were abnormal. The physician reportedly observed on x-ray a lead insulation breach due to abrasion. As a new ventricular lead could not successfully be implanted, the lead and ICD replacement procedure was postponed.